Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A clear fluid leak was observed during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's routine epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed when a fluid leak occurs. The disposable cartridge was not returned for evaluation. The reported leak cannot be performed. The user's guide states to terminate treatment and perform rinseback if leak can not be resolved. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.